Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (443-500 mg/dl) and diabetic ketoacidosis considered dangerous by healthcare provider. Customer was treated with intravenous insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Customer suspected the cause may have been the infusion tubing; however, customer could not confirm. Pump system check showed no alerts or alarms related to the event.